Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The physician reported that the aspiration was weak after the nucleus was divided into four quadrants of phacoemulsification phase. Although the aspiration remained weak and the patient experienced corneal edema. The current condition of patient symptoms was unknown. Additional information has been requested but is not available at the time of this report. This report pertains to three of the four reports from the same facility. Additional information received that reported surgery was completed on the same day.